Event description:
It was reported that, during the beginning of a photo vaporization of the prostate procedure, the fiber started to shoot straight. The procedure was completed by a bipolar resection. There were no patient complications.

Event description:
It was reported that, during the beginning of a photoselective vaporization of the prostate procedure, the fiber started to shoot straight. The procedure was completed by a bipolar resection. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a circumferential fracture at the distal side of the fiber cap and the red dot was misaligned with output window. The metal cap exhibited severe charred detritus adhesion on surface indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the debris adhesion on the metal cap found during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The IFU warns the following: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during the beginning of a photo vaporization of the prostate procedure, the fiber started to shoot straight. The procedure was completed by a bipolar resection. There were no patient complications.